Manufacturer narrative:
Investigation summary: one (1) impactor for pfna blade (part 03.010.410 / lot 8562547) was received for investigation. The blue plastic handle of the received device is cracked, but nothing is broken off. There are severe traces of impact on the front side of the handle as well as on the front side of the blue plastic handle. Furthermore, there are visible marks from a pair of forceps that was likely used on the plastic handle. The visible damages show that the instrument was subjected to misuse, as the intended use is for blade insertion only. The review of the production history revealed that this instrument was manufactured in accordance with the specifications in september, 2013. No manufacturing related issues that would have contributed to this complaint were found. In this relation, the pfna technique guide states that the blade should be inserted by applying gentle blows with the hammer. No product related condition was detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6) device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: september 20, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the impactor broke. All broken off pieces were removed from the patient. This happened after locking of proximal femoral nail anterior blade, turning the inserter and tightening the blade. The surgery was prolonged about five (5) minutes but was completed successfully. There was no patient harm and no abnormalities. This is report 1 of 1 for (B)(4).